Event description:
Per the clinic, open circuits were noted on e1 and e7 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
This report is submitted on september 18, 2023.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on xy was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted on september 28, 2023.